Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s931usqs6byif. Hardware: sm-s931u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) and their blood glucose levels reached 400 mg/dl while wearing the device between 36 and 48 hours. The patient went to the emergency room on (B)(6) 2025. It was reported that the infusion site was painful and bright red, with worsening swelling and bloody drainage. The patient underwent vitals assessment and lab work; the affected pod site was drained and pus was removed. The patient was prescribed with a 7-day course of oral antibiotics and advised to keep the area clean and dry, as well as apply the provided antibiotic cream. The patient was discharged the same day, after 4 hours.